Manufacturer narrative:
A software investigation was initiated, however unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. It was reported that once they registered the patient and was navigating the system became unresponsive and then when it came back up and the registration was deleted. They then re-registered the patient. They did not re-boot the system it just came back up and navigated as intended. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.